Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 563 mg/dl and 169 mg/dl within 10 minutes on the advantage system. Customer administered novolog following result of 169 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received results of 563 mg/dl and 169 mg/dl within 10 minutes on the advantage system. Customer administered novolog following result of 169 mg/dl. No adverse event reported. Requested return of suspect device, and replacement was sent.